Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Patient's relative reported "rupture". Healthcare professional reported "suspected rupture" and "lateral malposition". Healthcare professional then reported "lateral migration". This record is for the left side. Device remains implanted.